Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker triathalon left knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding patella clunk syndrome involving a triathlon patella was reported. Conclusion the provided records indicate the subject triathlon patella was used in conjunction with a competitor femoral component in the patient's patellofemoral arthroplasty. Review of the IFU packed with the patella component indicated: "howmedica osteonics corp. Strongly advises against the use of another manufacturer¿s total knee component with any of howmedica osteonics¿ total knee components. Any such use will negate the responsibility of howmedica osteonics corp. For the performance of the resulting mixed component implant." Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
Update as per patient: patient is scheduled to have a revision surgery on (B)(6) 2014.

Event description:
Husband reports his wife's knee cap pops and is experiencing some pain.